Event description:
On (B)(6) 2012, the healthcare professional/ reporter contacted lifescan (lfs) in(B)(4) on behalf of the patient alleging a onetouch verio iq meter was reading inaccurate results compared to another meter. However, the reporter did not have any information regarding the inaccurate readings. The reporter did not allege any harm or injury due to the reported issue. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The reporter did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.